Manufacturer narrative:
(B)(6). Added health professional to the report source field. The original date of awareness was reported in error as september 30, 2014 on the initial medwatch. The correct date of awareness was september 30, 2015. The complainant part was not fully explanted during the revision procedure on (B)(6) 2015. A portion of the plate remains in the patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: updated information has been received that confirmed the plate breakage was a post-operative event. The original implant date was unknown, but the required revision procedure took place on (B)(6) 2015. The surgeon decided to perform the corrective procedure when the ankle fusion failed to hold. During the revision, the proximal portion of the plate could not be explanted and was left in the patient. Four (4) unknown intact screws were successfully removed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, a 2.7mm variable angle lcp (locking compression plate) tibia-l-plate broke and required revision. Half of the plate remains in the patient and won't be returned. Physician did corrective surgery when the ankle fusion did not hold. No surgical delay. Part is not coming back, no replacement is requested and no additional information provided. This report is 1 of 1 for (B)(4).